Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had intermittent/erratic stimulation. The patient had been programmed but the settings are too low, so the patient still has tremors. The patient¿s son is in contact with their healthcare provider and foundation care to get a patient programmer to turn the settings up. The patient was not sent home with a programmer. No complications or further complications were reported.